Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the male luer collar was cracked. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a duo-vent clearlink luer activated valve had a cracked collar. The device was being used to infuse propofol. There was no patient injury or medical intervention associated with this event. No additional information is available.